Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/21/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Corrected information: d1. Additional information: d4, d9, h3, h4, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One representative unopened sample was received for analysis. Upon initial inspection of the samples, no external damages were observed on the external packet. In order to evaluate the condition of the returned sample, the packet was opened. The swage and attachment area were noted to be as expected. The tip and body of the needle was examined under magnification and no defects or needle breakage were found. In addition, the sample was tested by resistance test to needle and met the requirements. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected d3 manufacturer email. Corrected d4 lot and d4 UDI number. A manufacturing record evaluation was performed for the finished device tmmhxz/jv1088 and no non conformances / manufacturing irregularities related to the malfunction were identified.

Event description:
It was reported an animal underwent an unknown veterinary procedure on (B)(6) 2024 and suture was used. During the procedure, one pyometrial of a female dogproblem: needle rupture on 2 devices. To close the laparotomy incision following the hysterectomy, the vet used an open pocket to suture the muscle wall. After a few intra-tissular passages in the abdominal wall, the needle suddenly broke, part of it remaining in the jaws of the needle holder, the other part falling into the female dog's abdomen. The vet retrieved the piece of needle from the animal's body and opened a new pocket from the same lot number. Once again, after a few intratissular passages in the abdominal wall, the needle suddenly broke, part of it remaining in the jaws of the needle holder, the other part falling into the female dog's abdomen. The vet retrieved the piece of needle from the animal's body and opened a new pocket of another brand. Surgery could be performed without affecting animals to date.no further informations is available. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: the manufacturing date and the expiration date are currently not available. Therefore, the full UDI is currently not available.